Event description:
Patient spontaneously called in to report pump lost programming and will not set up or infuse. Pharmacy will replace pump sn (B)(4). Patient has back up device they can use. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigate on? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.